Event description:
It was reported that the customer experienced a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer successfully reset the pump with assistance from technical support, after which the error was resolved, allowing the sensor session to start successfully.